Event description:
It was reported that the patient is deceased. It was noted that the patient received six shocks for ventricular fibrillation (vf) from the cardiac resynchronization therapy defibrillator (crt-d), but only three of the shocks were recorded by the device. The clinician was informed that the shocks occurred during a suspended more and were not recorded due to the crt-d episode recording limitations. It was also noted that the crt-d detection was somewhat delayed due to low amplitude and high frequency signals. Due to the delay in detection the number of intervals to detect was compromised delaying therapy and causing the last three therapies to not be captured by the device. When the rhythm comes back there was undersensing due to vf rate in a different stage, due to prolonged duration, with more delayed intervals and smaller amplitudes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. It was noted that the patient received six shocks for ventricular fibrillation (vf) from the cardiac resynchronization therapy defibrillator (crt-d), but only three of the shocks were recorded by the device. The clinician was informed that the shocks occurred during a suspended more and were not recorded due to the crt-d episode recording limitations. It was also noted that the crt-d detection was somewhat delayed due to low amplitude and high frequency signals. Due to the delay in detection and the length of the episode the last three therapies were not available to view. . When the rhythm comes back there was undersensing due to vf rate in a different stage, due to prolonged duration, with more delayed intervals and smaller amplitudes.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the device failed to deliver a shock. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory indicated an issue with diagnostic data collection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.